Manufacturer narrative:
Claim#: (B)(4).

Event description:
An article titled "the long-term observation of the rotation of the implantable collamer lens as the management of high postoperative vault", indicated that 22 eyes from 22 patients who had an icl (v4c evo) implantation experienced high postoperative vault and were recruited for a study. An experienced surgeon had used a spatula used to rotate the icl's to 45 degrees oblique. The article concludes that icl rotation is effective in treatment of high postoperative vault.

Manufacturer narrative:
Corrected data: h6: 1494 should be added for correction. Off-label use acd<3.00 and age fell outside the indicated age range at the time of implantation. Claim#: (B)(4).